Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary; (B)(4) no anomalies found; full lead analyzed.

Event description:
It was reported that the lv was implanted and had good threshold and sensing values but high impedance. The lead was removed. A new lead was implanted. There were no patient complications reported as a result of this event.